Event description:
It was reported that the home patient (hp) was connected to the patient line during prime. The caregiver (cg) connected the hp then the homechoice (hc) device displayed the prompt to ¿connect yourself.¿ the technical service representative (tsr) had the cg check the patient line for air, but the cg could not tell if it was full or not. The tsr advised the cg to have the hp start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.